Event description:
The facility reports the resident was on the saf-lift with the high-back chair and put into the tub. The whirlpool was turned on and the caregiver left the room to give the client some privacy. At some point, the caregiver checked on the client while the whirlpool was running and then left the room again. When the whirlpool stopped (tub has 30 minutes running time), the caregiver entered the room to find the resident face down in the water. The care aid lifted the resident from the water using the safe lift, called 911, and began CPR until ambulance personnel arrived and took over. Ther resident was taken to the hospital. The resident passed away.